Event description:
This case was linked to lssmv case number (B)(4), referring to the same patient. This spontaneous report was received from a new zealander physician via a business development manager and concerns a female patient. She was injected with a total of 1.5 ml of radiesse(+) below the orbital retaining ligament, including the nasolabial fold and down to the pre-jowl sulcus, pan facial for face wash and biostimulation, on (B)(6) 2023 at 4 pm. Batch number was reported as a00113550 (expiry date: 02/2025). The batch record review was received and the lot number for radiesse(+) was confirmed as a00113550 (expiry date: 02/2025).a lot search in the global safety database was conducted. The injection involved 2 port sites using a fan technique with a 22 g 70mm cannula. Radiesse(+) was hyper diluted with 1.5 ml of normal saline, at a 1:1 ratio (product preparation issue, off label use of device). Hydro-dissection technique was not used. The patient was previously injected with radiesse and experienced swelling on one side of the face, but not escalating to anaphylaxis. There was no previous history of anaphylaxis. Left training resulted in no reported swelling (as reported). On (B)(6) 2023, after the radiesse(+) injection, the patient experienced swelling, including lip swelling. It was clarified that the patient had an anaphylactic episode. She was treated with antihistamines and steroids while being monitored by the physician. She administered adrenaline by herself. Steroids or adrenaline doses were administered twice. She was then transferred to the hospital, with no reported airway obstruction. Anaphylaxis management, keeping the patient in hospital over night for monitoring and treating with steroids were advised. The swelling reduced. At the time of this report, the patient was back to normal. Due to the provided information, the outcome of the event was considered as resolved, in 2023.

Manufacturer narrative:
This case was assessed as reportable to the FDA, as the event anaphylactic episode (pt: anaphylactic reaction), was deemed to meet the serious criteria of required intervention to prevent permanent damage. The device history record for radiesse(+) injectable implant, lot number a00113550, was reviewed. A lot search was conducted on the reported lot and no other similar events were noted. No nonconformances were noted related to this lot.